Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user had an issue with pocket opening sequence. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pocket opening sequence were failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the accessed controlled process functioned as part of the inventory count ¿ controlled workflow, specifically targeting medications classified under a med class flagged as controlled and accessed controlled referred to storage locations where controlled medications had been accessed since the previous inventory count was completed for that location. Non-accessed controlled applied to storage locations where controlled medications had not been accessed since the last inventory count. All controlled encompassed all controlled medications regardless of access status and the customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.